Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) it as reported by the patient that he was hospitalized for four days due to high blood glucose level. High blood glucose level was 650 mg/dl. No further information was available.